Manufacturer narrative:
Concomitant medical products: 407645 lead; 693558 lead, implanetd (B)(6)2012.

Event description:
It was additionally reported that the atrial lead was explanted and replaced. Furthermore, the right ventricular (rv) lead had pulled back and lost slack from the original position. The lead also had some binding with the atrial lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.